Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt reported that they're having to charge their implant more frequently. Pt stated they used to have to charge once about every three (3) weeks and now for the past couple months they're having to charge about every five (5) days. Pt also mentioned they have been having more pain and this also started a couple months ago. Pt confirmed that they have fallen a couple times and the last time they fell was last week. The patient was redirected to their healthcare provider to further address the issue. Pt stated they don't have a managing hcp at this time. Physician listings were sent.